Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the dn5 to be cracked. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
While performing an investigation on the customer's adc meter a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Further investigation has been performed and determined that the (mcu) micro controller unit) was defective which prevented the meter from powering on. Mix-match testing was performed, and a known-good mcu was placed on the returned printed circuit board assembly (pcba). The meter was able to power on as expected. The complaint is confirmed.

Event description:
While performing an investigation on the customer's adc meter a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Further investigation has been performed and determined that the (mcu) micro controller unit) was defective which prevented the meter from powering on. Mix-match testing was performed, and a known-good mcu was placed on the returned printed circuit board assembly (pcba). The meter was able to power on as expected. The complaint is confirmed. This serves as a correction report. Section date of event, section operator of device and evaluation codes were incorrectly documented in follow-up report #1. The correct sections have been updated.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.